Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: evaluation of the submitted modular cable images confirmed superficial jacket damage, bend relief discoloration, and jacket discoloration. Although a specific cause for the superficial damage and discoloration could not be conclusively determined, no electrical issues were reported or identified through this evaluation. The patient had superficial modular cable jacket damage that was rescue taped. Review of the submitted images confirmed the superficial damage, including bend relief and jacket discoloration. The modular cable was ultimately exchanged. Evaluation of the submitted log files did not reveal any events which would indicate an issue with the modular cable. The system appeared to be operating as intended at the set speed, and no notable alarms were captured in the submitted log files. The heartmate 3 modular cable, lot #6987213, was exchanged and discarded. The relevant sections of the device history records for the modular cable, lot #6987213, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 ¿system operations¿ explains how to replace the modular cable. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented for lab appointment and asked for touch up on rescue tape on their modular cable. They reported no symptoms at this time and was feeling fine but both the clinician and the patient were concerned with how much exposure there was. The log files did not contain any data that suggests the modular cable tear had interfered with the equipment operation.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that first tear on the modular cable was documented 20may2021. The exchange was not done yet since the patient was awaiting modular cable to be delivered which was delayed by issues with insurance authorization.